Event description:
The technician alleged that the brake caster holds intermittently while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster assembly to resolve the issue.